Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "freestyle libre 14 day sensor failed after insertion. Freestyle said they do not report unless they deem it important and with how many I've had fail recently I think this is a hue quality control issue. Inserted sensor, waited the hour, sensor said it could not read blood glucose wait ten minutes. Waited ten minutes, scanned again said could not read blood glucose, wait ten minutes. Did it again and it said sensor failure, replaced sensor. Called to get it replaced and it took 20 minutes of talking to someone with a horrible connection that I can barely hear nor understand." There was no report of adverse event or third-party intervention required due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "freestyle libre 14 day sensor failed after insertion. Freestyle said they do not report unless they deem it important and with how many I've had fail recently I think this is a hue quality control issue. Inserted sensor, waited the hour, sensor said it could not read blood glucose wait ten minutes. Waited ten minutes, scanned again said could not read blood glucose, wait ten minutes. Did it again and it said sensor failure, replaced sensor. Called to get it replaced and it took 20 minutes of talking to someone with a horrible connection that I can barely hear nor understand." There was no report of adverse event or third-party intervention required due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.